Manufacturer narrative:
Results: the 5max ace was kinked approximately 1.0 cm from its proximal hub. The 5max ace was bent approximately 18.0 and 55.0 cm from its proximal hub. Conclusions: evaluation of the device returned 5max ace confirmed the kink near the hub. This damage is likely a result of manipulating the device at extreme angles during removal from the packaging. Further evaluation revealed slight bends on the mid-shaft of the catheter. This damage was likely incidental and may have occurred during packaging for return to penumbra facilities. Penumbra catheters are inspected during in-process inspection and during quality inspection after manufacturing. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns.

Event description:
During preparation for a thrombectomy procedure, the physician noticed that a penumbra system 5max ace reperfusion catheter (5max ace) was kinked near the hub upon opening the packaging. The damage to the 5max ace was noticed prior to use; therefore, it was not used in the procedure. The procedure was completed using a new 5max ace.